Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The customer reported an incomplete initial drain followed by a fill resulting in a possible increased intraperitoneal volume (iipv) of solution during cycle 1. The device was returned to the baxter product analysis lab (pal) for evaluation. The device was tested and determined to meet functional and electrical performance specification requirements. Review of the device logs confirmed a drain volume meeting iipv criteria had occurred on (B)(6) 2010 when the customer drained 4154 ml during cycle 1. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device functioned normally during pal testing. A service history review (shr) revealed that no issues that may have contributed to the reported problem of iipv. The cause of the iipv was determined to be insufficient drain due to a use error; the initial drain alarm setting was inappropriately programmed too low (0ml). A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center reporting that he did a manual exchange of 2500 ml during the day and when he did the initial drain on the homechoice (hc) machine, it only drained out 100 ml or so, then it went to fill. The home patient (hp) stated that when the hc machine went to dwell 1 of 4 , the hp could tell he was fuller than normal and so he bypassed to drain 1 of 4. The hp stated that he drained out 4800 ml. The technical service representative (tsr) had the hp check the initial drain alarm and it was found to be 0. The tsr explained that the initial drain alarm needed to be increased to prevent the hc machine from moving to fill before the solution is drained. The hp stated he would contact the dialysis nurse. Per initial report, the tsr arranged a swap of the instrument due to this issue. The hp reportedly had abdominal discomfort; however, no patient injury or medical intervention was indicated at the time of the initial report. The drain volume reported met the criteria consistent with iipv or an overfill event. Per review of the event log by baxter, the drain volume was actually confirmed as 4154 ml as opposed to 4800 ml reported during the initial contact. During a follow up with the nurse to notify her of the iipv confirmed in the event logs, the nurse stated that she would look into the hp's programming. Per nurse, hp was seen in the clinic on (B)(6) 2010 and that hp is doing fine and continuing therapy without any issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.